Event description:
It was reported that this patient experienced syncope, seized, and passed out. The representative consultant tried to interrogate the device and was unable to interrogate it. Subsequently, a revision procedure was performed and the device was explanted due to low battery. A new device was successfully placed and no additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced syncope, seized, and passed out. The representative consultant tried to interrogate the device and was unable to interrogate it. Subsequently, a revision procedure was performed and the device was explanted due to low battery. A new device was successfully placed and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the case and header noted a centered hole. There is no communication, no memory dump, and no latitude data available. The battery voltage is too low to provide communication to check the battery response during telemetry events. The analysis confirmed this device found depleted cell with no battery-related failure determined. Laboratory analysis was unable to conclusively determine the root cause of the reported problems.